Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose was 245 mg/dl. Reportedly, customer reverted to an alternate pump and also confirmed that manual injections are available for insulin therapy.